Event description:
As reported, during laparoscopic tapp (transabdominal preperitoneal) hernia repair procedure on (B)(6) 2022, when the surgeon attempted to fixate a mesh near upper cooper¿s ligament, the bard/ davol optifix straight device deployed a broken fastener and next fastener could not be deployed. It was reported that the handle (lever) was able to actuate completely and the surgeon did not apply adequate counter-pressure with the contra-lateral hand during attempted fixation and counter pressure not applied perpendicular to the mesh or tissue. As reported, the loose/ broken fasteners were removed from patient's body, another device was used to complete the procedure and there was no reported patient injury.

Manufacturer narrative:
As reported, the bard/ davol optifix straight fixation device deployed broken fastener and the next fastener could not be deployed. There was no reported patient injury. The subject device was returned for evaluation. Evaluation of the sample finds for bent guide wire and bent back up tabs at the cannula tip. No manufacturing anomalies were found. Broken fasteners and performance issues are a known result of bent guide wire/ tabs. Root cause of the bent guide wire and backup tabs on the device is found to be bent from applied forces when in use while attempting to deploy into a hard structure (cooper¿s ligament) as reported. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in apr 2022. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ sample evaluated